Manufacturer narrative:
The event unit is not being returned for evaluation, and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: lap chole. Event description: surgeon stated that, recently, clip appliers have not been loading correctly every time. Additional information obtained from account manager via email on 03dec2025: sorry for delay, as I wanted to observe the surgeon and confirm the root cause of clip issues. This may be a user error as the clips were fired without loading them separately, off of tissue. I will continue to instruct the surgeon on proper IFU, and will follow up in the issue persists. Additional information obtained from account manager on conversation with clinical development via email on 03dec2025: sorry for the delayed response, can we please put a hold on this complaint? In speaking more with staff, and observing this surgeon, it may be a result of user error and not loading and firing the clip in two separate squeezes. I will follow up with the surgeon. Thanks. Additional information obtained from call with account manager on 11dec2025: the incident occurred a total of three times with the same surgeon. All procedures were lap choles. The lot numbers are unknown for all the cases. None of the devices are available for return. The prior event dates are unknown. The third event occurred on (B)(6) 2025 when the account manager shadowed the surgeon. The surgeon says that the clips would sometimes come out, and sometimes not. The account manager then shadowed the surgeon on (B)(6) 2025 using the clip applier in a lap chole and saw that he was using the clip applier incorrectly. He only did one-step actuation and would rapid fire. Each case was completed with the same clip applier initially used in the procedure. Each case also used a 5 mm applied medical trocar. The devices worked in order the finish the procedures, but there was a nuance that sometimes the clip would come out and sometimes it would not. No patient injury occurred. Additional information obtained from call with account manager on 11dec2025: account manager confirmed that the above additional information from 11dec2025 is correct, "yes all info is correct." Intervention: finished procedure with device. Patient status: no injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Name of procedure: lap chole event description: surgeon stated that, recently, clip appliers have not been loading correctly every time. Additional information obtained from account manager via email on (B)(6) 2025: sorry for delay, as I wanted to observe the surgeon and confirm the root cause of clip issues - this may be a user error as the clips were fired without loading them separately, off of tissue. I will continue to instruct the surgeon on proper IFU, and will follow up in the issue persists. Additional information obtained from account manager on conversation with clinical development via email on (B)(6) 2025: sorry for the delayed response, can we please put a hold on this complaint? In speaking more with staff, and observing this surgeon, it may be a result of user error and not loading and firing the clip in two separate squeezes. I will follow up with the surgeon. Thanks. Additional information obtained from call with account manager on (B)(6) 2025: the incident occurred a total of three times with the same surgeon. All procedures were lap choles. The lot numbers are unknown for all the cases. None of the devices are available for return. The prior event dates are unknown. The third event occurred on (B)(6) 2025 when the account manager shadowed the surgeon. The surgeon says that the clips would sometimes come out, and sometimes not. The account manager then shadowed the surgeon on (B)(6) 2025 using the clip applier in a lap chole and saw that he was using the clip applier incorrectly. He only did one-step actuation and would rapid fire. Each case was completed with the same clip applier initially used in the procedure. Each case also used a 5 mm applied medical trocar. The devices worked in order the finish the procedures, but there was a nuance that sometimes the clip would come out and sometimes it would not. No patient injury occurred. Additional information obtained from call with account manager on (B)(6) 2025: account manager confirmed that the above additional information from (B)(6) 2025 is correct, "yes all info is correct." Intervention: finished procedure with device patient status: no injury